Event description:
It was reported that during an unknown procedure, the harmoinc stopped working. The surgeon pulled it back out of the trocar and while the nurse was cleaning it the tip of the active blade came off. They put the instrument aside and opened a new one. Surgery proceeded as usual. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time